Manufacturer narrative:
Tandem¿s pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a minimum fill message occurred after the cartridge was filled with 100 units. Reportedly, customer was not removing air from the cartridge prior to filling the cartridge with insulin. Blood glucose (bg) ranged from 391 mg/dl to "high". Bg was addressed with a supply change and resuming insulin delivery.